Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown mentor gel implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation revision with unknown mentor gel implants that ruptured post procedure. When the devices were explanted on (B)(6) 2017 both devices were appeared to have ruptured. Additionally, the patient stated to have experienced fatigue, muscle pain, muscle weakness, swelling in joints, sensitivity to light, skin rashes, vision issues, numbness in her extremities, dizziness, nausea, chronic sore throats, chest pain, migraines, pain, stiffness and swelling in her joints, muscle pain and weakness. See 1645337-2019-08117 for contralateral prosthesis report.